Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videosystem center exhibited improper link device connection during service of maintenance. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the front panel had no response and no lights were enabled, and the image was getting shifted. A root cause could not be identified. Based on the results of the investigation, it is likely that the reported malfunction related to the customer¿s allegation of an improper link device error was due to a faulty printed circuit board. Regarding the investigation findings, the front panel had no response, and no lights were enabled due to faulty printed circuit board and main board; additionally, the observed image shifting was also attributed to these boards. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.